Manufacturer narrative:
User facility/uf/importer rpt num: (B)(6). User facility name/address: (B)(6). Date user facility became aware of event: 09/29/2020. Type of report: initial. Date of this report: 09/30/2020. Approximate age of device: unk . Event problem codes: (B)(4). Report sent to FDA: no. Report sent to manufacturer: 09/30/2020. Manufacturer name and address MFR. Name: medtronic, plc addl: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a competitor guide wire broke inside the left ventricular (lv) lead. The wire was removed from the lead. The lv lead was removed, and replaced with a new lead. No patient complications have been reported as a result of this event.